Event description:
It was reported that a customer experienced damage to a cartridge, specifically on the canister. There was no adverse impact to the customer's blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy.